Event description:
According to available information, this device was not able to be used to a malfunction. When the box was opened, the healthcare professionals noticed that the devices were longer blue as before but grey and it was impossible to pass the guide because there is no exit for it at the end of the device. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.